Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
Peritoneal dialysis patient contact reported during troubleshooting of cycler alarm of slow drain times. The patient¿s treatment details was provided and assessed for 150% and 180% iipv and did reveal an episode of increased intraperitoneal volume (iipv). The largest drain volume from this treatment occurred during drain 2 where 5601ml drained. This drain is 280% of the prescribed fill volume. In order to be a reportable malfunction, at least 180% of the prescribed fill volume would have to have been drained. A 180% of the prescribed fill volume of 2002ml is 3604ml. Therefore, a reportable malfunction has occurred. The patient was advised to cancel the treatment and to contact the clinic nurse. The patient indicated that treatment could be completed with continuous ambulatory peritoneal dialysis. Follow up with the patient¿s peritoneal dialysis nurse indicated that the patient did not encounter an overfill and that the patient did not have or experience any complications as a result of the alleged event. The liberty select was replaced.

Manufacturer narrative:
Sb supply bag lines are blocked ¿not confirmed¿ iipv ((dv > 200% of fv) ¿not confirmed¿. Draining slowly ¿not confirmed¿. A visual inspection of the returned cycler exterior showed no signs of physical damage. A simulated treatment was performed and completed without failures. The cycler weighed fill volume values were within tolerance for a liberty cycler. Simulated treatment test passed. The system air leak test passed. The valve actuation test passed. The load cell verification was within tolerance. There were no discrepancies encountered in the internal inspection of the cycler. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.

Event description:
"."